Event description:
Customer alleges he had to throw himself off the powerchair in his yard because his powerchair overloaded and he could not reset it.

Event description:
Customer alleges he had to throw himself off the powerchair in his yard because his powerchair overloaded and he could not reset it.

Manufacturer narrative:
Device was repaired by provider. Part was disposed of before evaluation.

Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.